Manufacturer narrative:
Investigation results: the complained device was available for investigation in a decontaminated condition. Failure description - the (B)(4): vega ps m4 screw is bent and damaged. Furthermore the (B)(4): nut m4 shows visible scratches and damages. Investigation - the components of the complained instrument were examined visually and microscopically with the digital microscope and the digital-camera. In the condition as delivered, the device was not correct assembled. During the visual inspection it was found that the (B)(4): vega ps m4 screw was visible bent and the outer thread is damaged. The screw cannot be loosened: the thread has seized up. Furthermore it was fount that the welded connection between the (B)(4) : nut m4 and the (B)(4): vega ps m4 screw failed. There are no traces of corrosion visible. The surface of the (B)(4) : nut m4 shows significant scratches and damages. Batch history review - the device quality and manufacturing history records have been checked for the available lot number (52251587) and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause - based on the information available as well as a result of our investigation the root cause of the failure is most probably usage related. Rationale - there are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. On the basis of the damages at the components it is probable that an overload situation to the components has occurred. Probably the moving parts are not yet lubricated by oil after the reprocessing process. As a consequence of this, the thread of the (B)(4): vega ps m4 screw had seized up. At the attempt to loose the fixed connection, most probably the operator had used a tongs or something similar with too much force. Thereby the welded connection failed and the vega ps m4 screw was bent. According to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with vega ps/iq col manual fem.alignmt.block. It was reported that the spare part broke during surgery. There was not a delay in surgery. There was no additional intervention required. Per additional information received on 17 sep 2019, it was noted that the screw was cross threaded. The surgeon overpowered and sheared it off. There was no patient harm. Additional information was not provided. The malfunction is filed under aag reference (B)(4).